Event description:
The suture was used during a resection of the pancreas. Reportedly, two days post-operatively the wound ruptured. The surgeon performed a laparotomy and determined a broken suture was the cause of the dehiscence.

Manufacturer narrative:
12/17/1997-supplemental report #1 submitted to FDA.